Event description:
It was reported by service report that the customer has alleged that the zoom drive was intermittent. No patient involvement and adverse consequences or clinically relevant delay in treatment was reported.